Event description:
It was reported that a malfunction occurred with the customer's pump, identified by the malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, and the customer planned to use multiple daily injections (mdi) as backup therapy. Customer was instructed to put the pump into storage mode and return it using a pre-paid label within 10 days.